Manufacturer narrative:
Samples received: 4 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 4 closed samples. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying/core popping/bulge does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Although the results of the samples received fulfil the specifications of (B)(4) surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 date of event: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the silkam 2/0 ds24 was used in tram flap breast reconstruction as orientation suture and drain stitch. The surgeon complained that the braiding of the thread kept loosening. And forming a bulge. The bulge got stuck in the tissue and prevented the surgeon from pulling the suture through the tissue." Continuously happened with 3 pieces. Additional information has been requested; however, not yet received. If additional information is received a follow up report will be submitted.